Event description:
The dealer stated the red light comes on and the unit stops running. The dealer did not provide any additional information as to patient details or usage details. No injury or property damage reported .